Event description:
This complaint is now reportable based info obtained through the device analysis in 2009. It was reported that while preparing for a stenting treatment procedure, the stent appeared "bent". A polaris ureteral stent had been selected to treat an unk lesion. When the device was removed from its box, the stent appeared "bent", while the device packaging appeared undamaged. The procedure was completed with another polaris ureteral stent. There were no pt complications reported with the pt's current condition listed as "fine". However, the returned device revealed that the proximal end of the stent had been "torn off".

Manufacturer narrative:
Customer complaint not confirmed as the returned device was not found to be bent, but was found to be kinked and torn. Visual and microscopic examination of the returned device revealed that the stent was kinked and jaggedly torn at the proximal end. The device was kinked at the three remaining sideport holes at the proximal end of the device. The tear in the device was jagged and stretched and had occurred at one of the sideport holes. The overall length of the device was found to be outside the manufacturing specifications. It appears that approximately 0.8 centimeters of the device was torn off. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint is determined to be related to handling.